Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. (B)(4). There was no adverse event that resulted from the damaged belt.